Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the guidewire was found kinked before use. Another kit was used to complete the procedure. No patient involvement with device was reported.

Manufacturer narrative:
Qn# (B)(4). The customer report of swg kinked was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire was found kinked before use. Another kit was used to complete the procedure. No patient involvement with device was reported.